Manufacturer narrative:
(B)(4). Batch #t5dm4v. Investigation summary: the analysis found that one pse60a device was returned with no apparent damage and with no cartridge loaded on the device. Upon evaluation, the device would not fire. In order to verify the condition of the internal components, the device was disassembled and the pcb board was noted to be non-functional. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. No conclusion could be reached as to what may have caused the pcb board to be damaged. However, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. No further functional testing could be performed due to the condition of the device.

Event description:
It was reported that during an unknown procedure, the surgeon could not fire the device on the first firing. Changed to a new device to complete surgery. There was no patient consequence reported. No additional information can be provided.